Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and migraine ("migraine headaches"). The patient was treated with surgery ((B)(6) 2015, surgery to remove the essure). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and migraine outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain and migraine to be related to essure. Company causality comment . This spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 4 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 4 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and deep vein thrombosis in 2009. Previously administered products included for pulmonary embolism: lovenox and warfarin; for an unreported indication: effexor in 2010, morphine, lexapro and penicillin. Past adverse reactions to the above products included agitation with morphine; and urticaria with penicillin. Concurrent conditions included obesity, multigravida, multiparous ((B)(6) 1991, (B)(6) 1994, (B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2002, (B)(6) 2011), depression since 2015, anxiety since 2015, anemia since 2015, bipolar disorder since 2015, amenorrhoea, umbilical hernia repair, nonsmoker, mthfr gene mutation and umbilical hernia repair. Concomitant products included aripiprazole (abilify) since 2015, bupropion (wellbutrin) since 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2015, iron (iron supplement) since 2015, lorazepam (ativan) since 2015 and trazodone from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ blood clots") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), impaired work ability ("inability to work"), headache ("headaches"), mental disorder ("mental illness"), depression ("depression") and bipolar disorder ("bipolar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, impaired work ability, mental disorder, depression and bipolar disorder outcome was unknown, the genital haemorrhage, abdominal pain and headache had resolved and the uterine leiomyoma had not resolved. The reporter considered abdominal pain, bipolar disorder, depression, genital haemorrhage, headache, impaired work ability, menorrhagia, mental disorder, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: minimal pelvic adhesive disease was noted. A large fundal fibroid was noted. Trailing coils: left-2, right-2, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound confirmed a 4 cm posterior fibroid, a 6 cm fundal exophytic fibroid, normal- appearing ovaries. She presented today for abdominal hysterectomy for management of her fibroids. On (B)(6) 2015,pathology report showed uterine leiomyomas, up to 4.7 cm in greatest diameter with degenerative changes. Benign endometrium with mildly disorganized proliferative pattern. Benign cervix with mild active chronic cervicitis and nabothian cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine fibroid, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test ". The patient's medical history included cesarean section and deep vein thrombosis in 2009. On (B)(6) 2015,pathology report showed uterine leiomyomas, up to 4.7 cm in greatest diameter with degenerative changes. Benign endometrium with mildly disorganized proliferative pattern. Benign cervix with mild active chronic cervicitis and nabothian cysts. Previously administered products included for pulmonary embolism: warfarin and lovenox; for an unreported indication: effexor, morphine, lexapro and penicillin. Past adverse reactions to the above products included agitation with morphine; and urticaria with penicillin. Concurrent conditions included obesity, multigravida, multiparous ((B)(6) 1991, (B)(6) 1994, (B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2002, (B)(6) 2011), depression since 2015, anxiety since 2015, anemia since 2015, bipolar disorder since 2015, amenorrhoea, umbilical hernia repair, nonsmoker, mthfr gene mutation and umbilical hernia repair. Concomitant products included aripiprazole (abilify) since 2015, bupropion hydrochloride (wellbutrin) since 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2015, iron since 2015, lorazepam (ativan) since 2015 and trazodone from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/ blood clots") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), impaired work ability ("inability to work"), headache ("headaches"), mental disorder ("mental illness"), depression ("depression") and bipolar disorder ("bipolar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, impaired work ability, mental disorder, depression and bipolar disorder outcome was unknown, the genital haemorrhage, abdominal pain and headache had resolved and the uterine leiomyoma had not resolved. The reporter considered abdominal pain, bipolar disorder, depression, genital haemorrhage, headache, impaired work ability, menorrhagia, mental disorder, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: minimal pelvic adhesive disease was noted. A large fundal fibroid was noted. Trailing coils: left-2, right-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Pregnancy test urine - on (B)(6) 2011: results: negative. Ultrasound scan - on (B)(6) 2015: results:confirmed a 4 cm posterior fibroid, a 6 cm fundal exophytic fibroid, normal- appearing ovaries. She presented today for abdominal hysterectomy for management of her fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine fibroid, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event did not underwent for essure confirmation test and new reporter were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section and deep vein thrombosis in 2009. Previously administered products included for pulmonary embolism: warfarin and lovenox; for an unreported indication: effexor in 2010, morphine, lexapro and penicillin. Past adverse reactions to the above products included agitation with morphine; and urticaria with penicillin. Concurrent conditions included obesity, multigravida, parity 6 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2002, (B)(6) 2011), depression since 2015, anxiety since 2015, anemia since 2015, bipolar disorder since 2015, amenorrhoea, umbilical hernia repair, nonsmoker, mthfr gene mutation and umbilical hernia repair. Concomitant products included aripiprazole (abilify) since 2015, bupropion (wellbutrin) since 2015, fluoxetine hydrochloride (prozac), ibuprofen since 2015, iron (iron supplement) since 2015, lorazepam (ativan) since 2015 and trazodone from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ blood clots") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), impaired work ability ("inability to work"), headache ("headaches"), mental disorder ("mental illness"), depression ("depression") and bipolar disorder ("bipolar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, impaired work ability, mental disorder, depression and bipolar disorder outcome was unknown, the genital haemorrhage, abdominal pain and headache had resolved and the uterine leiomyoma had not resolved. The reporter considered abdominal pain, bipolar disorder, depression, genital haemorrhage, headache, impaired work ability, menorrhagia, mental disorder, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: minimal pelvic adhesive disease was noted. A large fundal fibroid was noted. Trailing coils: left-2, right-2, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative . Ultrasound confirmed a 4 cm posterior fibroid, a 6 cm fundal exophytic fibroid, normal- appearing ovaries. She presented today for abdominal hysterectomy for management of her fibroids. On (B)(6) 2015,pathology report showed uterine leiomyomas, up to 4.7 cm in greatest diameter with degenerative changes. Benign endometrium with mildly disorganized proliferative pattern. Benign cervix with mild active chronic cervicitis and nabothian cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine fibroid, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 1-feb-2018: the pfs and mr received: reporters added. The event abnormal bleeding (vaginal,menorrhagia), migraines / headaches, pain, fibroids, abdominal (pelvic) pain, mental illness, depression, bipolar. The event genital bleeding,headache,abdominal pain outcome added as recovered and fibroid outcome added as not recovered. Historical conditions, concurrent condition and concomitant medication added. Lot number added: 810879. Essure implant date was (B)(6) 2011. Essure was removed by (B)(6) 2015 by bilateral salpingectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.